Event description:
No return is expected. The integra artificial skin was applied in 2004 on a wound with recurrent infections (diabetic foot ucler). The dressing change was conducted seven days later. The integra artificial skin had not adhered and the wound released a foul smelling and was infected. The integra artificial skin had briken down in a small area where the vac suction was placed. Some necrotic tissue was present in the center of thwound altough the wound edges did appear to have improved since last inspection. Wound swaba were taken and antibiotics were given and will continue until the microbiology testing comes back with organism results. An tni-microbial cream was applied and the wound was re-dressed. The surgeon did not have concerns about re-using the integra artificial skin. Additional info was received from the clinical educator. A second piece of integra artificial skin was applied about a week later. The wound was fenestratedand a vac dressing was placed for one week. Prior to the application of the vac dressing the the wound was being treated for infection. The silicone was removed a week after the second application of the integra artificial skin. This was a bit early to put cells on, however, it was reported that they would have lost if done at a later date. The surgeon decided to apply cells. The wound has vastly improved and it appeared that the second piece of skin has functioned as intended.